Event description:
Reporter indicated that pt presented with constant hoarseness post-operatively. The device was programmed to on the same day as implant. It was reported that the pt's hoarseness and voice is much worse when talking with their head turned to the left and straight ahead. Left vocal cord paralysis has since been diagnosed.